Event description:
It was reported during an unknown patient procedure that the reamer is pulling out of the chuck. The fitting is worn and no longer coupled well in the chuck. It wobbles as the connection is stripping. It was not used for the procedure as another device was available. There was a 30 second surgical delay, but no consequences or impact to patient.

Manufacturer narrative:
The complaint sample was not returned to viant for evaluation. Thus, the reported event is non-verifiable. The current IFU sent with this device today, man-004006 rev. A, states the following; end of life is determined by wear and damage due to intended use, visually inspect for damage and wear. If the instrument is damaged and worn it is considered at the end of its life and should be discarded, where instruments form part of a larger assembly, check assembly with mating components, viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures, do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion, manual surgical instruments have a limited life-span which is determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. The device history records (DHR) were reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. This device has experienced approximately 11 years of use. The viant risk management files were reviewed to ensure the reported failure mode (or similar) is captured and assessed. The review revealed there are similar failure modes identified and mitigated to the lowest possible risk region. In conclusion, the complaint sample was not received by viant for evaluation and the reported event is non-verifiable. If the complaint sample is received by viant, it will be evaluated and the complaint record will be updated accordingly. No further investigation with regard to this complaint is required at this time. Viant will continue to monitor for trends. D4: primary UDI # provided is the current viant medical UDI-di for model number t17652. The additional UDI # provided is the legacy greatbatch medical UDI-di for model number t17652 prior to viant medical acquisition of the product. This lot number was manufactured in 2013 by greatbatch medical. Viant medical acquired this product line from greatbatch medical (subsidiary of integer holdings) in 2018. Therefore, the legacy UDI-di # is provided as the additional UDI # and the current UDI-di # is provided as the primary UDI #. G2: complaint information provided by distributor, depuy synthes. Complaint source is foreign as the event occurred in canada.